Event description:
It was reported that the patient presented for an explant procedure. Prior to the procedure, it was noted that the right ventricular (rv) lead exhibited noise oversensing led to pacing inhibition. The rv lead was explanted and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event of lead noise was not confirmed. As received, a complete lead was returned in three pieces. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductor paths on the distal portion of the lead consistent with procedural damage.